Event description:
The patient underwent full vns explant due to patient death (reported in MFR report #: 1644487-2020-01369). The explanted devices were received by the manufacturer and underwent product analysis. Lead product analysis of the returned portions showed that the condition of the returned lead portion was consistent with those typical of implant procedures. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above cosmetic observations, typical wear, and explant related observations, no other anomalies were identified in the returned lead portion. Generator product analysis was also completed. Comprehensive electrical testing showed that the generator performed according to all functional specifications. During a review of the 25% change in impedance, it was noted that both the pre- and post-change impedance was high, and the date of change was after the date of explant. It is unknown when high impedance was first recorded. No issues with generator performance were noted. As no diagnostics/information is available from prior to the patient's death, it cannot be confirmed that the vns device was functioning properly at the time of patient's death. No additional relevant information has been received to date.